Event description:
During functional testing at zoll's technical service department, the device displayed a "defib disabled", "pacer fault 116" and "defib disabled" message. There was no pt involvement during the malfunction.